Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient underwent a revision procedure for a left ventricular (lv) lead where the patient experienced syncope due to a confirmed lead fracture. The patient had been implanted off label with two lv leads and no right ventricular (rv) lead since the patient had artificial heart valves. During the removal of the left ventricular (lv) leads, the right atrial (ra) lead dislodged from it's original location. Subsequently the physician opted to explant the lead. No adverse patient effects were reported as a result of the ra lead dislodgement.